Event description:
It has been reported to philips that system was having geometry movement issues. The device was in use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the geo ipc ivybridge with zmp can and io and the ethernet switch r/m/k cab which returned the device to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was finished as planned. The philips remote service engineer (rse) analyzed the system remotely, checked the logfile and confirmed that the geometry movements were not possible. The rse found problems with geo-pc and the network switch. The philips field service engineer (fse) visited onsite and confirmed that geometry movement was only possible to a limited extent. The fse found the error message ¿unable to communicate with geo-pc¿. The fse replaced the geo-pc and the ethernet switch. Log file analyses identified a malfunctioning geo-pc. Part failure analysis was performed on the returned parts, however; no failures were found. After the replacement of the geo-pc and ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.